Manufacturer narrative:
No reported injury. MDR reported for same failure more reported in MDR-2028492-2016-00004-00.

Event description:
Instrument malfunction: tub overflow occurred and allowed fluid to reach floor. Tub sensor(s) did not properly report error and prevent fluid leak. The following failure mode is same event reported in MDR-2028492-2016-00004-00 which caused serious slip and fall injury.